Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the heater calibration test failed. It was identified that the cause for the fluid temperature out of range alarm was due to an internal short present on f1 of the ac distribution board. The heater tray was failing to warm up due to the internal short. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on f1 of the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a liberty select cycler alarmed with a fluid temperature out of range message during step five of treatment setup. The patient contacted their peritoneal dialysis nurse (pdrn) and was advised to re-setup with all new supplies. Once again, the fluid temperature out of range alarm returned in step five. The patient completed their treatment by performing manual exchanges. The fresenius technical support representative advised the patient to discontinue use of the cycler due to the reoccurring alarm, and a replacement cycler was issued to the patient. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the ac distribution board was identified.